Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed initial leak testing. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. However, the cavity of the tear was filled with dried blood. The dried blood was cleaned out, and an attempt to pressurize the sheath with deionized water was made to verify if this area contributed to the reported leak. This was unsuccessful as deionized water slowly flowed out of the filet tear. Inspection of the hemostatic valves found the slit of the external valve to be misaligned and identified a tear in the outer face of the inner valve. Despite the visible hemostatic valve damage, the sheath was able to complete leak testing without issue, indicating the observed hemostatic valve damage did not contribute to the reported event. The torn flush lumen likely contributed to the reported event.

Event description:
It was reported that a sheath leak and air in the sheath were observed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the farawave catheter with the faradrive sheath positioned in the right groin going to the left atrium, the physician aspirated the sheath to remove air bubbles. As the catheter was being advanced to the left atrium, more air bubbles were observed in the sheath. The catheter was removed from the sheath and air bubbles were still observed during aspiration in the flushing line and aspiration syringe. Leaking was also noticed coming from the hemostasis valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory.

Event description:
It was reported that a sheath leak and air in the sheath were observed. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After inserting the farawave catheter with the faradrive sheath positioned in the right groin going to the left atrium, the physician aspirated the sheath to remove air bubbles. As the catheter was being advanced to the left atrium, more air bubbles were observed in the sheath. The catheter was removed from the sheath and air bubbles were still observed during aspiration in the flushing line and aspiration syringe. Leaking was also noticed coming from the hemostasis valve. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.